Manufacturer narrative:
The lens was returned in a specimen cup. Solution is dried on the lens. The optic is cut into two portions, typical of insertion and removal. Both cut optic portions have split/cracks and scratches. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the product combination used. The reported lens damage was observed. The root cause for the reported damage may be related to a failure to follow the dfu. The file indicates the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties and/or product damage. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens had a line right in the center. There was patient contact and no reported patient harm. The surgery was completed the same day.